Event description:
The customer alleged inaccurate high results on their surestep meter. Pt reports symptoms of shaking, however, their meter was giving their high readings. Pt went to the hospital, where their blood glucose on their meter was 455mg/dl, while the hospital meter was 197 mg/dl within 30 mins. No report of treatment. The customer refrigerates their test strips and they have been opened for more than 4 months (expired).